Event description:
The patient's device system was explanted due to infection. The device system was later replaced. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.